Manufacturer narrative:
According to the customer on 1/2/2024, a bovie "came loose and had to be retrieved from the surgical wound" during a "lumbar microdiscectomy". The customer stated there was no serious injury but that the incident "slowed down procedure while new bovie tip opened and replaced". No additional information is available. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 1/2/2024, a bovie "came loose and had to be retrieved from the surgical wound" during a "lumbar microdiscectomy".